Event description:
It was reported that the asymptomatic patient presented in the clinic for the post-operational follow up. Upon interrogation, the atrial lead was pacing inappropriately in the ventricle. The x-way was performed and the lead had dislodged. The lead was re-positioned and the patient was stable throughout the whole procedure.